Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip did not project from the device. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4) - damaged feed link, broken jaw at bifurcation. The analysis results of the el5ml device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted. Upon opening of device, one jaw was noted broken at bifurcation. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. Furthermore it was noted that the firing mechanism was damaged. The device was disassembled and the feed link was found broken. Additionally, evidence of corrosion was found throughout the jaw broken area and on the internal components. (B)(4) remaining clips were found on the clip track. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.